Event description:
It was reported that the patient presented post-implant procedure with a micro perforation by the atrial lead. Upon device interrogation, the atrial lead exhibited high capture thresholds. An echocardiogram was performed, and a small pericardial effusion was noted. The atrial lead was explanted and replaced. There were no patient complications during and post-procedure. The patient was stable.